Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: v388289, implanted: (B)(6) 2010, product type: lead. Product ID: 37082-40, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3587a25, lot#: n144715, implanted: (B)(6) 2010, product type: lead. Product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-33, lot#: v363055, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot#: v498303, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, (B)(4) (rep): information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that during replacement of ins, high impedances noted on multiple leads/extensions. Battery had reached eos so unable to check leads prior to replacement. Environmental/external/patient factors that may have led or contributed to the issue was provided as the leads and extensions being over 9 years old. Patient was programmed on contacts that were showing good. Hcp had no further information. Patient's weight was asked but unknown. No symptoms were reported and no further complications were reported/anticipated.